Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this right ventricular (rv) lead exhibited high pacing thresholds. When they went in for the procedure, they saw there was no slack in the lead and suspected microdislodgement. The physician felt the patient's anatomy/condition contributed to the event. All other measurements were within normal range. The physician elected to replace the lead rather than reposition the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced a few months after being implanted. The specific reason for explant was not provided. No additional adverse patient effects were reported.